Event description:
Customer reportedly tested 126mg/dl, and took 22 units of novolin insulin as well as 2 units of humalog. Customer states that they ate breakfast and then attempted to test at lunch to test at lunch only to receive an 'off' error. Customer took 4 units of humalog even though the device produced no result to act upon. Customer states that within 1 hour he was incoherent and the paramedics were called. Customer tested 50mg/dl on the paramedic's device and was given an IV to elevate his blood glucose. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.